Manufacturer narrative:
Patient weight field not sufficient to hold all digits, should read: (B)(6). A medtronic representative, following up with the site, reported that the site would place the tracker, perform the registration then place the patient into a mayfield frame. On (B)(4)-2015, the medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative went over the patient tracker placement and mayfield frame usage with the surgeon and or staff. The medtronic representative explained that using the mayfield after the registration could move the tracker as the skin may be shifted. The medtronic representative reported the site has successfully completed 3 navigated cases without issue. A software investigation was completed and found the site is placing the patient tracker on an area of skin susceptible and is pinning the patient after registration which causes the tracker to move. Software is functioning as designed.

Event description:
A medtronic representative reported that during a cranial resection procedure the surgeon alleged the navigation system was inaccurate. The surgeon stated the inaccuracy was approximately 1 millimeter, in only one direction. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.